Event description:
The customer reported an over infusion of norepinephrine. A patient went to the operating room and when he returned to the sicu, his norepinephrine drip had been inadvertently changed to 5 mcg/kg/min (intended dose was 0.5 mcg/kg/min). Anesthesia staff was present and noted that the patient's blood pressure had risen to 220 systolic, where previously the patient had been hypotensive. The error was found and corrected. The drip had only run about 2 minutes at the incorrect rate. No medical intervention was needed. The nurse reported that she did not get a guardrails alert. Clinical nurse specialist (cns) thought that she should have since the dose was above their limit. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4). The customer's report of an over infusion and no guardrails alert could not be confirmed. Customer stated the devices were not sequestered, so an event log review is not possible. The clinical nurse specialist will check with their pharmacy contact to review the guardrail settings in their dataset.